Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported the burr became entrapped on the guidewire. A 1.50mm rotapro burr catheter and rotawire were selected for use in an atherectomy procedure. After burring, the physician went to remove the system. It was observed that the burr became entrapped on the guidewire which caused the guidewire to lose position. The system was removed from the patient. A new wire and burr were selected to complete the procedure. No patient complications were reported.